Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection. The poly bearing was removed and replaced. It was further reported that patient underwent revision on (B)(6) 2014 due to infection and all components were removed and replaced with cement spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 5 mdrs filed for the same event (reference 1825034-2014- 08180 / 08184). The revision procedure that occurred on (B)(6) 2014 was reported on manufacturer report number 1825034-2014-07936.